Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a broken piezo alarm assembly. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
During verification testing at the manufacturing facility, the device displayed e301 (audio alarm failure) with no audible alarm tone.